Manufacturer narrative:
A supplemental report will be submitted upon completion of the investigation.

Event description:
It was reported that, "dr (B)(6) had difficulty with inserting the tibial insert into the baseplate. Nothing appeared wrong with the insert."